Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), dyspareunia ("painful intercourse"), menorrhagia ("abnormally heavy menstrual bleeding,prolonged menstruation, abnormal menstruation, abnormal bleeding (menorrhagia)") and ovarian cyst ("cysts, right ovarian cyst and left site") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section on (B)(6) 2008 and hyperthyroidism. Concurrent conditions included hypothyroidism, obesity, impacted wisdom tooth and type 2 diabetes mellitus. Concomitant products included metformin. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping),"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, glaucoma ("glaucoma"), eye disorder ("eye problem,"), urinary tract disorder ("urinary problem"), visual impairment ("vision problem"), urinary tract infection ("urinary tract infection") and fungal infection ("yeast infection"), 29 days after insertion of essure. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), back pain ("lower back pain"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), bladder disorder ("bladder problem") and cardiac disorder ("cardiac disorder-cardiac glycoside"). The patient was treated with antibiotics, fenofibrate, fluconazole (diflucan), glimepiride, insulin human (insuline nordisk), paracetamol (tylenol 8 hour), sertraline hydrochloride (zoloft), vitamins nos and surgery (hysterectomy with bilateral salpingo-oopherectomy, total abdominal hysterectomy with right salpingo-oophorectomy, oophorectomy (one side removal of ovary) and underwent uterine ablation and dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysmenorrhoea, back pain, migraine, depression, anxiety, female sexual dysfunction, fatigue, cystitis, vaginal infection, glaucoma, eye disorder, urinary tract disorder, visual impairment, bladder disorder, urinary tract infection and fungal infection outcome was unknown and the dyspareunia, menorrhagia, ovarian cyst, headache and vaginal haemorrhage had resolved. The reporter considered anxiety, back pain, bladder disorder, cardiac disorder, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, glaucoma, headache, menorrhagia, migraine, ovarian cyst, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: in (B)(6) 2013, she underwent a left salpingo-oophorectomy and on (B)(6) 2017, she underwent a total hysterectomy and right salpingo-oophorectomy. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received event " cardiac disorder :cardiac glycoside" has been added. Patient aka name was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), dyspareunia ("painful intercourse"), menorrhagia ("abnormally heavy menstrual bleeding,prolonged menstruation, abnormal menstruation, abnormal bleeding (menorrhagia)") and ovarian cyst ("cysts, right ovarian cyst and left site") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section on (B)(6) 2008. Concurrent conditions included hypothyroidism and obesity. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, nervous system disorder ("neurological conditions or problems"), eye disorder ("eye problem,"), urinary tract disorder ("urinary problem"), visual impairment ("vision problem") and urinary tract infection ("urinary tract infection"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), back pain ("lower back pain"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), glaucoma ("glaucoma"), bladder disorder ("bladder problem") and fungal infection ("yeast infection"). The patient was treated with sertraline (zoloft), glimepiride, fluconazole (diflucan), surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (total abdominal hysterectomy with right salpingo-oophorectomy), surgery (underwent uterine ablation and dilation and curettage) and surgery (oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysmenorrhoea, back pain, migraine, depression, anxiety, female sexual dysfunction, fatigue, cystitis, vaginal infection, nervous system disorder, glaucoma, eye disorder, urinary tract disorder, visual impairment, bladder disorder, urinary tract infection and fungal infection outcome was unknown and the dyspareunia, menorrhagia, ovarian cyst, headache and vaginal haemorrhage had resolved. The reporter considered anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, glaucoma, headache, menorrhagia, migraine, nervous system disorder, ovarian cyst, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: in (B)(6) 2013, she underwent a left salpingo-oophorectomy and on (B)(6) 2017, she underwent a total hysterectomy and right salpingo-oophorectomy. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on 3-mar-2018: medical records and plaintiff fact sheet received : the product, reporter and patient information updated. The events abnormal bleeding (vaginal, menorrhagia), apareunia, bladder or urinary problems or changes, dysmenorrhea, dyspareunia, fatigue, hysterectomy (full), infection: urinary tract infection, yeast infection; migraines/headaches, neurological conditions or problems, oophorectomy (bilateral), oophorectomy (one side), pain, perforation (fallopian tubes), salpingectomy (bilateral), vaginal discharge, vision/eye problems: glaucoma ¿ vision ¿ eye problem, other: cysts added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("abnormally heavy menstrual bleeding,prolonged menstruation, abnormal menstruation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced ovarian cyst ("ovarian cysts on left side"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe abdominal cramping,lower abdominal pain even when not menstruating"), back pain ("lower back pain"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse"), depression ("worsening of her depression") and anxiety ("worsening of her anxiety"). The patient was treated with surgery (underwent a total hysterectomy and right and left salpingo-oophorectomy) and surgery (underwent uterine ablation and dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, ovarian cyst, migraine, headache, dyspareunia, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, ovarian cyst and pelvic pain to be related to essure. The reporter commented: in (B)(6) 2013, she underwent a left salpingo-oophorectomy and on (B)(6) 2017, she underwent a total hysterectomy and right salpingo-oophorectomy. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.